Event description:
This status post-norwood, patient had his chest closed in 2005, and on the next day, he continued to have desaturations throughout the day. A wound culture from his chest was positive for gram-negative rods and candida albicans. On the following month, he returned to the operating room for exploration of his chest due to concerns of mediastinal infection. His sternal wound was debrided. No evidence of infection or purulent fluid was collected or present. A jackson-pratt drain was placed, and the patient returned to the intensive care unit in stable condition, but continued to run a low-grade temperature. Over the course of the next two weeks, the patient was treated with IV antibiotics, meropenem, and fluconazole for cultures. He was treated with IV antibiotics for a few gram-negative rods. He was finally transferred to the floor on 04/29/2005, and later had a blood culture that was positive. He spiked a fever of 38.7, and a blood culture was drawn that was shown to be positive for enterococcus faecalis. Subsequent blood cultures, however, were negative, and as he was on meropenem and fluconazole, it was elected not to treat him with further antibiotics at that time.